Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to a gap. Image resolution poor was related to user technique/procedural circumstances as minor imaging difficulty was reported. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a mitraclip nt that had an intraprocedural single leaflet device attachment (slda). It was reported that on (B)(6)2022, a patient presented with grade 3 functional mitral regurgitation (mr). A mitraclip ntw was implanted, reducing the mr to grade <1. Approximately on (B)(6) 2022, the patient presented with symptoms of heart failure and a detachment from the posterior leaflet. A single leaflet device attachment (slda) occurred. On (B)(6) 2022, second clip intervention was performed. It was noted that there was minor echocardiography imaging difficulty. The mr was grade 4 and there was coaptation gap. Two mitraclip nts were intended to be implanted to stabilize the ntw and further reduce the mr. The first nt was implanted medial to the ntw, and the nt detached from the anterior leaflet once it was deployed. An slda was observed. The ntw partially detached from the anterior leaflet. The second nt was implanted lateral to the ntw clip, reducing the mr to grade 1+. There were no adverse patient sequelae or tissue damage. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced in event is filed under a separate medwatch report.